Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reported customer cannot exit the preparing to prime loop. Insulin is squirting out during the prime process. Customer's blood glucose was 448 mg/dl. He treated with a manual injection. Customer was advised to hold down the act button until a second series or beeps or numbers appear on the display. The numbers appeared on the screen. There was no gap between the piston and reservoir stopper during priming. Customer stated the reservoir volume was down to the number two, but the device's status screen said there were one hundred and ninety eight units remaining. When filling the reservoir, customer's mother would have the insulin vial upside down. She was advised this is off label use. She declined further troubleshooting and wants the device replaced. A replacement was sent. Nothing further reported.